Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
During the procedure, when the surgeon removed the screwdriver from the screw after inserting the screw, the screw was pulled out from the bone due to "the strong fixing force between the screw and the screwdriver". It was reported there were no adverse consequences to the patient.

Manufacturer narrative:
The reported driver was received for evaluation. The returned driver was examined with magnification. Visual inspection revealed drive feature wear; the edges and faces of the hex drive feature were mildly worn (e.g. Passivated/blasted finish wear, indentations, scratches). The device was measured and met specifications. An examination of the functionality was conducted; the driver was engaged with several pegs/screws in the engineering lab that use a 1.5mm hex drive feature. No difficulty was observed during insertion and removal of the driver into the screws. It is unclear what screw was used during the reported event. Based on the information received and the investigation performed, the root cause could not be determined.